Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows, and two (2) low flow alarms logged since (B)(6) 2025. Visual evidence provided by the site revealed an exposed portion of the driveline velour at the exit site. Of note, the exposed velour was likely perceived as the foreign material / white substance around the driveline. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the limited available information and historical review of similar events, a possible root cause of the velour exposure may be attributed, but not limited, to pulling of the driveline. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a white substance at the driveline exit site. It was noted that the white substance seemed to be spreading. It was stated that the white substance was most likely the polyester velour from the driveline. The distance from the controller was measured in order to monitor the distance in the future. It was noted during the visit that the patient had lost weight, and log file review revealed that the ventricular assist device (vad) exhibited low flow alarms. The vad and driveline remain in use. No patient complications have been reported as a result of this event.